Manufacturer narrative:
Unit received with completely broken off reservoir tube lip noted; tested with a test p-cap and p-cap does not lock in place properly. Unable to perform displacement test due to damaged reservoir tube. Missing reservoir tube o-ring, minor scratches on lcd window, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported via phone call that insulin pump had physical damage. It was reported that reservoir compartment was broken and reservoir could not stay in place. Customer's blood glucose was unknown. Insulin pump would need to be replaced.